Event description:
On (B)(6), 2011, I underwent a repair of ventral hernia and removal of gist, atrium's c-qur hernia mesh was installed. Sometimes thereafter, the c-qur mesh became intertwined with my intestines, bowel, and adhered to my colon. Approx seventeen months later, on (B)(6), 2012, I underwent an open repair of the incarcerated mesh. Most recently, on (B)(6), 2014, I had to undergo yet another open repair of an incarcerated incisional hernia.